Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a ruptured bladder occurred on a small volume folfusor. The event occurred during filling of the device of 97ml of an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from october 3, 2014 to october 4, 2014. Evaluation summary: the device was received for evaluation. Visual inspection on the unit noted a ruptured bladder; the reported condition was verified. Microscopic inspection revealed a marking on the exterior surface of the bladder that was observed near the rupture line; however the cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.